Event description:
A core impaction drill was sent for service and it ran on its own without activation. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted within the internal components of the device.